Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the pump's black box data showed multiple unexplained pump reboot events occurring from 07/08/2015 to 07/13/2015. The pump rebooting was duplicated during the investigation. The battery cap was found to have stripped threads and was unable to securely attach to the pump. There were battery compartment cracks on the side of the battery compartment at the threads and below the bumper pad at the case seal. The battery compartment threads were also stripped. The pump was run on a 24 hour basal program with no power issues being duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.